Manufacturer narrative:
On 28-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and they were unable to draw from the side port. During pulmonary vein isolation (pvi), no air flowed back into the side port. The vizigo short was replaced to another new one. There was no patient consequence.

Manufacturer narrative:
On 12-mar-2025, additional information was received indicating that when inserting the sheath into the patient¿s body and attempted to draw blood from the syringe connected to the side port, nothing was drawn from it. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation, and the product evaluation was completed on 11-mar-2025. Visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed, the side port does not show occlusion or damage. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. No blockage was detected. The side port blockage issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: inject or saline flush only from the sideport; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli; flush and maintain continuous saline. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).